Manufacturer narrative:
Additional, corrected and/or changed data.

Event description:
Patient reported right side capsular contracture baker grade iii and pain. Device remains implanted.

Event description:
Patient reported right side capsular contracture baker grade iii and pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and pain.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/22/2024. Correction to g.3. Aware date of supplemental medwatch #4. Aware date should have been listed as 05/16/2024.

Event description:
Patient reported right side capsular contracture baker grade iii and pain. Later, healthcare professional reported "encapsulated" and "patient is currently experiencing a lot of pain". Later, healthcare professional confirmed capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade iii and pain. Later, healthcare professional reported "encapsulated" and "patient is currently experiencing a lot of pain". Later, healthcare professional confirmed capsular contracture baker grade iii. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade iii and pain. Later, healthcare professional reported "encapsulated" and "patient is currently experiencing a lot of pain". Later, healthcare professional confirmed capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture received on april 04, 2024, with lot number 3629483. . Based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.